Manufacturer narrative:
Product ID: 3550-39, lot# n372854, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: accessory. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer. Patient product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 3550-39, lot# unknown, explanted: (B)(6) 2014, product type: accessory. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that less than 2 weeks after the implant, the patient experienced a burning sensation in the side of the back, opposite to the implantable neurostimulator (ins) location and the area where the leads were tunneled. The patient got stimulator coverage in all areas that were needed. Impedance testing and reprogramming were performed. The system was explanted. Additional information received reported that the patient¿s outcome was unknown at the time of the report. It was unknown if the burning sensation had resolved.